Event description:
It was reported that bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.00 in had defective tubing. The following information was provided by the initial reporter: "it was reported that the tubing cracked while withdrawing blood. Per email: I need to send defective products back to you. One item, ref# 383512, had a bent needle directly from the package ¿ not used on a patient. Another item, ref# 383516, tubing cracked while withdrawing blood ¿ this product does have blood on it."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used and opened unit. Through the visual examination, the unit revealed that the extension tubing was not inserted into the hole of the catheter adapter confirming the reported defect. It was also observed that the side of the tubing was glued to the hole preventing the pieces to separate however the tubing and hole did not make a bond which allowed for blood to flow out of the unit. This was physical/mechanical evidence to confirm and support a manufacturing equipment/process related issue for the reported defect. The defect occurred due to a tubing bond failure most likely caused by a tubing slip in zone 7. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.00 in had defective tubing. The following information was provided by the initial reporter: "it was reported that the tubing cracked while withdrawing blood. Per email: I need to send defective products back to you. One item, ref# 383512, had a bent needle directly from the package ¿ not used on a patient. Another item, ref# 383516, tubing cracked while withdrawing blood ¿ this product does have blood on it."